Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring. Customer reloaded cartridge and received a cartridge change error. Customer reloaded second cartridge and was able to resume insulin therapy. Customer¿s blood glucose level was 301 mg/dl.